Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level of 38 mg/dl. The customer woke up and treated with a variety of snacks and drinks. The customer disconnected from her insulin pump. The customer went back to be and woke up with a high blood glucose. The customer states that the insulin pump is working fine. The customer will not return the device for analysis.